Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8256305. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The phot of the device showed the whole catheter had separated from the catheter adapter. Five retained samples were tested for separation force and results were within specifications. Additionally the returned device was subjected to separation force testing; the results were determined that the device was operating within the specified parameters of use. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 24ga x 0.75in 0.7mm x 19mm experienced a broken catheter/catheter separation from hub during use. The following information was provided by the initial reporter: noticed catheter broken/separated after replacement the broken catheter is not lodged in the patient's body no physical injury to the patient.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 24ga x 0.75in 0.7mm x 19mm experienced a broken catheter/catheter separation from hub during use. The following information was provided by the initial reporter: noticed catheter broken/separated after replacement. The broken catheter is not lodged in the patient's body. No physical injury to the patient.